Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient's infusion set's tubing detached at the quick release when injected it in the arm. Reportedly, this issue occurred three times and happened last weekend. The patient administered a correction bolus in the night as the blood glucose level was about 12 mmol/l. The site location was patient's arm, and the pump was located on the waist. Moreover, the infusion sets were used on different days. Reportedly, the infusions were stored in the basement. There was some stress on the tubing while the patient was sleeping, and the pump was not dropped with the set connected to patient's body. No further information available.